Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 977a275 lot# 0208921502 serial# implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead. Country:(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that high impedances were measured on their leads #0 and #1 contacts. There were no external factors reported to have led or contributed to the issue. It was stated that reprogramming was not possible to achieve the same pain relief. The patient¿s lead was replaced as a result of the event and the issue was resolved; the patient¿s coverage was ok with the replacement lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found that all eight conductors were broken 20.3 cm from the distal end of the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the patient had not experienced any falls or traumas and that no device issues were observed during the revision procedure.